Event description:
It was reported that the user experienced persistent hyperglycemia after switching from prior ¿cd 23 inch¿ infusion sets to new teflon 23 inch sets, with repeated unexplained high glucose despite no pump alerts, no visible leaks, and no bent cannulas upon removal, and with infusion sites placed on alternating upper gluteal areas due to abdominal insulin resistance. Symptoms included markedly elevated blood glucose up to 600 mg/dl. Outcomes included self-removal of the pump, administration of subcutaneous insulin by pen, site changes, and resumption of pump therapy with continued high glucose. Investigation included troubleshooting education, review of infusion set usage and site rotation, confirmation of absent delivery alarms, assessment for leaks or cannula kinking upon removal, and arrangement for replacement infusion sets. Investigation of this case revealed no confirmed device delivery failure or component malfunction, and the event remained consistent with hyperglycemia of unclear cause potentially related to infusion site/set performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.